Event description:
The guidewire (subject device) was returned for analysis. Upon inspection, evidence of scraping and peeling of the polytetrafluoroethylene (ptfe) coating was observed in multiple sections along the proximal end. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire tip had been shaped. The guidewire was kinked/bent towards the middle. The core wire distal end was observed through the distal tip dome. The guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off in several places along its proximal section. During a functional inspection, the guidewire coating was activated, the returned catheter was flushed, and the guidewire was advanced with slight friction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed during analysis as the device problem is unknown/unclear. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. No additional information was provided by the customer. There was a surgical delay for an unknown time period. It is most probable the guidewire was damaged due to handling of the device either removing it from the dispenser hoop or during introduction into the microcatheter. An assignable cause of undeterminable was assigned for the reported ¿device problem unknown/unclear¿ as the device problem is unknown/unclear. The as analyzed 'guidewire kinked/bent' and ¿guidewire friction¿ will be assigned a probable assignable cause of handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. Analysis of the returned device also found evidence of scraping and peeling of the polytetrafluoroethylene (ptfe) guidewire coating in several sections along the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with back loading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. However, since the introducer was not returned for analysis, this could not be definitively assessed. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'.